Event description:
A positive troponin result was reported to a physician, that a pt was admitted, retested and repeat results were negative. Dates about original test result were not available, retest results/method also not available. Says problem is not seen on troponin controls, only patients.